Event description:
It was reported that during a lavh procedure, there was significant bleeding from the staple line. There were significant oozing and hemostasis issues. Approximately 600 - 800cc of total blood loss. Had to use electric cauterizing and suture to control bleeding on both sides. Additionally, had to take an ovary that had not intended to take.